Event description:
On 4/18/2001, the nurse office manager from a user facility called cytyc's technical support (ts) department to report an incident involving preservcyt solution. She reported that a nurse at the facility had accidentally splashed a "moderate amount" of preservcyt solution containing a gynecological sample onto nurse's hand. The incident occurred when the nurse, who did not have gloves on at the time, was placing a preservcyt vial into a bag for transport to the laboratory, when the vial's cap came off. The nurse office manager indicated that the incident was caused by a student nurse who had not properly tightened the cap on the vial. The nurse washed the exposed area of the hand after the incident, and after two days, had not experienced any adverse reactions. Ts determined at the time of the nurse office manager's call that she did not have a material safety data sheet (msds) or package insert for preservcyt solution, so these were immediately faxed to her. The nurse office manager also informed ts that the infection control department at her facility had been notified and was providing follow-up. On 4/23/01, ts made a follow-up call and was told that the nurse involved in the incident still had experienced no adverse reactions to the skin exposure to the preservcyt solution containing the gynecological sample.